Event description:
The pump was reorted to overinfuse during transport from the ER to the ccu. Nitroglycerin was set to infuse at a rate of 9ml/hr. Approximately 200ml was reported to have infused in 3 hour period. No pt injury resulted. Attempts were made to obtain extra information regarding pt status, medical intervention, age of pt and the medication involved but no additional details are known.